Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock. The system had recently been implanted and it appeared the inappropriate shock was due to air entrapment. The sense vector was reprogrammed from primary to secondary and an additional inappropriate shock was delivered. A replacement procedure to a transvenous system was planned. No adverse patient effects were reported.